Event description:
It was reported that "the implants were removed due to subsidence of the femoral hip stem and arthritis of the hip. The femoral stem had been implanted without cement on an unknown date, by an unknown surgeon at an unknown hospital.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The surgeon is not making it available. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested if it becomes available, the evaluation summary will be submitted in a supplemental report.